Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was undersensing - and intermittently sensing - p waves, and the right ventricular lead was undersensing r waves, in both bipolar and unipolar configurations. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that no insulation breach or conductor fracture in vivo was observed on the portion of product returned. If information is provided in the future, a supplemental report will be issued.